Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No further info provided at this time. Voicemail left for the complainant and email sent requesting further info. Date unk. Lot unk. Convatec will continue to track and monitor such complaint according to convatec inc's complaint handling and CAPA procedures. No add'l pt/event details have been provided to date. Should add'l info become available, a follow up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. A return sample for eval is not expected. (B)(4).

Event description:
Health care profession la spoke with territory manager who reported that the inservicing unit experienced deflation difficulties with the fms product while in place.